Event description:
It was reported that the end user was experiencing an increase in urinary tract infection (uti) frequency over the past three months. The end user has been catheterizing for three years and previously had occasional utis but noted an increase in frequency, along with testicular pain, following the transition to the clear urinary catheter tubing. It was additionally reported that the end user's utis now recur within days after completing antibiotic treatment. It was further reported that the end user can feel when the catheter reaches the bladder, and at times it feels as though the catheter becomes stuck or does not advance as easily.

Manufacturer narrative:
A comprehensive review of the device history records was conducted. All documentation was found to be complete, accurate, and in compliance with applicable regulatory requirements. Sterilization records were examined and confirmed to be within the validated parameters established during the product's qualification and routine processing. Based on the available information, a definitive causal relationship between the utis and the hollister urinary catheters could not be established.